Manufacturer narrative:
The device was not returned to MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviation or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain five of treatment. Upon removing the tubing set, solution was found inside the pump door of the cycler. The origin of the leak could not be identified. Pt did not receive an prophylactic antibiotics and has had no adverse effects. Sample has not been returned to the MFR.